Manufacturer narrative:
Correction and additional codes for h6 (component code, investigation findings, and investigation conclusions). Correction to d9 (device availability). The 26mm sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: two (2) struts were bent outwardly at the inflow, after the crimped valve was removed manually from the delivery system and the crimped valve was partially expanded, the frame was distorted/canted, multiple struts were bent at the inflow and outflow due to crimped valve removing and handling during the product evaluation, all struts were exposed through the skirt and it was normal after crimped and usage of the valve, and leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. During manufacturing per procedures all inspections are conducted on 100% of the units. During incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. In addition, during product verification (pv) testing, samples are tested for tensile strength. The lot met the statistical acceptance criteria. During manufacturing, all sapien 3 valves are 100% visually inspected for the valve outer diameter (od). During final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review and lot history was unable to be performed as the serial number was not provided. The IFU for commander delivery system, device preparation training manual and the procedural training manual was reviewed for instructions relating to the complaint. The procedural training manual provides guidance on delivery system insertion through sheath. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, if working length is insufficient, peel away the loader tube and remove while maintaining delivery system position and wire position, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, following proper valve crimping technique and ensure valve is delivered as straight as possible, be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace and do not over-manipulate the sheath at any time. In addition, the thv should be advanced through the sheath if the sheath tip is not above the renal arteries. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed through the device evaluation. Due to unavailability of serial number, complaint history review, lot history and DHR were not performed; therefore, manufacturing non-conformance could not be confirmed. A review of manufacturing mitigations supports that the vale had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, 'when inserting the ds with the valve, the system could not be pushed forward into the esheath (only a few centimeters). The valve was correctly crimped. An x-ray showed that a portion of the stent was bent over and had become entangled in the wall of the esheath. The system could no longer be removed via the sheath. Therefore, the system was removed together with the sheath. On the removed esheath, a perforation in the shaft was seen'. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Per imagery review, the sheath shaft appeared curvature near the valve bent strut, it was indicating the tortuous access vessel. The presence of tortuosity can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, it can lead to a bent strut. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation may have contributed to the complaint event. No labeling or IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk was previously initiated to investigation the cause and associated with frame damaged during use and corrective action and preventive action (CAPA) was initiated to drive correction actions associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damage. Due to the valve serial number not being provided, the valve configuration (pre or post of corrective action) was unable to be determined.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26 mm sapien 3 ultra valve, by transfemoral approach.when inserting the 26 mm commander delivery system and 26 mm sapien 3 ultra valve through the 14f esheath, the devices could not be pushed forward into the esheath (only a few centimeters). The x-ray showed that a portion of the valve frame stent was bent over and had become entangled in the wall of the esheath. The devices were removed. A perforation in the shaft was observed during removal. A second 26 mm sapien 3 ultra valve, 26 mm commander delivery system and 14f esheath were used to complete the procedure successfully. Patient was reported stable with good results. No injuries in the access vessels.